Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that the patient was in excruciating pain on (B)(6) 2017 and was going to call their doctor or call for an ambulance. The patient could not continue talking on the phone during the report. The outcome of the event was unknown. It was noted there was a discussion about replacement of the patient programmer (pp).